Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer called to request a replacement insulin pump. The blood glucose reading is 743 mg/dl. Customer has experienced nausea, blurred vision and numbness in hands. The hospital brought the blood glucose readings back into range and released customer. Nothing further reported.